Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Additional device information: model number: remove: mt20649-1, additional: mt20649-2 catalog number: remove: str-gl-002, additional: str-gl-102 dates received by manufacturer: additional 10/27/2016

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and a hwbat 12c error was observed. The receiver case was opened for further evaluation. The battery was inspected and the inspection passed. The reported event of a hardware error was confirmed. A root cause could not be determined. (B)(4).